Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the adhesive in the bending section was missing. The reported event was not reproduced. The video connector was scratched, cracked and deformed. The control body was scratched. There was a scratch on the angle lever. The light guide connector was scratched. There was a scratch on the surface of the light guide cover glass. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that there was noise in the endoscopic image. The customer suspected a disconnection. There was no report of patient injury associated with this event.